Event description:
Used device approximately 20 to 30 minutes to treat deep vein thrombosis in the femoral, and iliac veins. Clot age was over 2 months old. Pt experienced severe rigors, joint pain, hypertension 180/110, mild temperature of 100.1 and tachycardia of 130-140.